Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the pump module alarmed for channel error. When the user opened the door, the tubing broke apart. No patient harm reported.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of separation of the silicone segment was confirmed. Visual examination revealed that the silicone pump segment had become completely separated from the upper fitment. Effective functional testing could not be performed because the upper retainer ring from the pump segment/upper fitment connection was not received. Microscopic examination revealed that an upper retainer ring had been in place at one time. The root cause for the separation was not determined.